Event description:
Additional information was received wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3 - date of event is estimated. Section d4 - since the serial number is unknown, the lot number, expiration date and UDI are also unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Section d6a - date of implant is unknown. Section d10 - therapy date is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Section h4 - device manufacture date is unknown.

Event description:
It was reported that the patient is experiencing ineffective therapy. X-rays showed the lead coiling into the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Section d4 - device information including serial number, lot number, expiration date, and UDI was updated in this record. Section d6a - date of implant is updated. Section d10 - therapy date is updated. Section h4 - device manufacture date is updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.